Event description:
The customer received a control reading of 185mg/dl on the contour next link. The reading was not automatically marked as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. Control solution was expected to be returned for evaluation. New meter,strips and control were sent to customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.